Manufacturer narrative:
When using the rollator the welding seam at the seat did break. Due that the user fell to the floor. The jazz is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
When using the rollator, the welding seam at the seat did break.